Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) declared a batter status of elective replacement indicator (eri). The device is a part of the shortened replacement window advisory april 2007. At this time, it is not able to be determined if the device is exhibiting srw behaviors. The device is to be explanted. A request for the return of the device has been made. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion. The device has been returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.